Event description:
It was reported that, while performing a tka, one (1) jrny ii cr lkg fem imp bumper lt broke when the femur component was being implanted into the patient. All pieces were removed with suction from the wound. Surgery was resumed, after a non-significant delay, with a smith and nephew backup device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The bumper is fractured. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per complaint details, the impactor bumper fractured during the tka procedure; however, all broken pieces were retrieved via suction without patient injury or significant surgical delay and the procedure was completed with a backup device. It was communicated that the requested clinical documentation was not available; therefore, contributing clinical factors could not be concluded. With the limited information provided, the patient impact beyond the reported non-significant (<30 minutes) surgical delay with removal of the broken bumper pieces via suction and use of backup device to complete the procedure cannot be determined, as no alleged patient injury or other complication was reported. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.